Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: the black box shows evidence of one unexplained "por" event on (B)(6) 2016. The pump powers with returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications. A battery compartment crack was observed below grip pad. The pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated however during investigation a "intermittent power" condition was duplicated while handling pump. Removed pump case. Visual inspection shows a intermittent solder connection on positive battery terminal on power pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).